Event description:
The hospital reported during an endoscopic vessel harvesting procedure, vasoview hemopro 2 btt insufflation connection not working. An accessory kit was opened to completed the procedure. There was no procedural delay. There was no patient harm.

Manufacturer narrative:
Tw ID (B)(4) the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
N/a.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation on 04/04/2024. An investigation was conducted on 04/10/2024. A visual inspection was conducted. The harvesting device, cannula and btt were returned for evaluation. Signs of clinical use and evidence of blood was observed on the intact btt. There were no visual defects observed. A mechanical evaluation was conducted. The btt was able to be inflated. No visual defects were observed on the silicone btt. A 5cc syringe, filled with saline was attached to the co2 line on the btt and squeezed the syringe to spray the saline. There was no backflow observed in the co2 line. There were no visual defects observed on the intact cannula or the intact c-ring. There were no visual defects observed on the intact clear silicone insulation on both the hot and cold jaws. The heater wire was observed to be flexed away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. No electrical testing was conducted due to the condition of the heater wire. Based on the returned condition of the device as well as the evaluation results, the reported failure "connection problem" was not confirmed, however, the analyzed failure "material twisted/ bent wire" was observed. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system. The lot # 3000357726 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.